Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015 to report a broken sensor wire on (B)(6) 2015. Upon removal of the sensor, the sensor wire broke. The wire did not break while in the patients skin. The patient's husband did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).